Manufacturer narrative:
A field service engineer (fse) was dispatched and repaired the wash concentrate valves for the concentrate and the wash solution canisters. The fse also cleaned the spilled wash solution from the cabinet and the hydro drawer and monitored for more spilled wash solution. The fse observed the system for about six (6) hours while performing the preventive maintenance (pm) and no additional fluid was found. The fse also checked the supply line from the wash concentrate bottle and it appears to be in tact.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx20 pro chemistry analyzer was leaking from the hydropneumatic (hydro) area, but could not locate the source. The liquid is yellow and is confined under the hydro compartment and the volume is about 2 cups. No injury or operator exposure was reported for this event.